Event description:
It was reported that the device was difficult to interro- gate. Dashes were displayed for sensor parameters and measured data information was missing for atrial and ven- tricular values. Measured battery data was 2.70 v, 12 ua, 4 kohms, and a maximum pacing rate of 49.7 ppm for a rate of 50 ppm. Multiple attempts to program the mode, rate, and sensor were unsuccessful. The data suggested that the microprocessor had tripped to an "off" mode.